Manufacturer narrative:
Patient death is reported under manufacturer report number 2916596-2022-15330. (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported multi-system organ failure and patient expiration, as well as a direct correlation to the device, could not conclusively be determined through this evaluation. It was reported that the patient had right ventricular failure which required centrimag implantation shortly after lvad implant. The patient later developed multi-system organ failure and passed away on (B)(6) 2022. The outcome was not considered device or therapy related, and the device operated as expected. An autopsy was not performed. The account indicated that no products will be returned for evaluation. The centrimag blood pump lot number was not provided. The lot number of the affected centrimag blood pump was not provided; therefore, no DHR review was performed. The outside of united states (ous) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include, but are not limited to: infection, mechanical failure, hemolysis, end organ dysfunction, neurologic dysfunction, bleeding, and embolic phenomena. These are potential side effects with all mechanical circulatory support systems. IFU warning #16: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-15330. It was reported that the patient passed away due to multi-system organ failure. The patient was on both left ventricular assist device (lvad) support and right ventricular assist device (rvad) support. The patient was made "do no resuscitate," and passed away on (B)(6) 2022. The outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.